Event description:
Patient reported she was implanted in 2006 and had been in constant pain since. She had laparoscopic exploration in 2007, which revealed adhesions on composix side of mesh. Adhesions were removed; mesh was left in place. 08/24/2007 - operative report received. Findings stated "patient was noted to have extensive omental adhesions to the composix mesh and around the perimeter of the mesh. There were also some hepatic adhesions involving the inferomedial aspect of the left lateral lobe of the liver adjacent to falciform ligaments...the mesh was notably intact and there was no evidence for disruption of the memory ring." Patient has recovered from procedure and pain is gone.

Manufacturer narrative:
Currently, it is unk whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We, therefore, consider this report complete to the best of our current knowledge.